Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues and intermittent lock between the external equipment and the cochlear implant. External equipment was exchanged. However, the reported problem was not resolved. In 2006, the pt was seen by a company rep for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's device is to be scheduled.